Manufacturer narrative:
Initial reporter: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture per mammogram. The device remains implanted.

Event description:
Healthcare professional reported right side rupture per mammogram. Healthcare professional later reported "the implant was removed intact and there was a resumed longstanding vertical wrinkle radiating out from the center portion of the implant with a moderate amount of what appeared to be gel bleed". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling : observed crease fold. Gel bleed : no observed. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side rupture per mammogram. Healthcare professional later reported "the implant was removed intact and there was a resumed longstanding vertical wrinkle radiating out from the center portion of the implant with a moderate amount of what appeared to be gel bleed". The device has been explanted.